Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00625. This report is being submitted as additional information. Approximate age of device- 1394 days. Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported the patient expired on (B)(6) 2018 due to unknown causes. The patient was found in a room deceased by a family member. The device was not returned. No alarms or patient symptoms were reported. Despite multiple requests, no additional information was provided and the device was not returned. It was reported the patient's family did not respond to inquiries from the account. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018. The cause of death is reported to be unknown. No further information was provided.